Manufacturer narrative:
Argus case (B)(4).

Event description:
I forgot I soaked it for a while and I put my teeth in without rinsing. I was worried about the phone call and I just put in my dentures. I sipped a bit of coffee. [Accidental device ingestion]. Im worried because I am not feeling that good. [Feeling abnormal]. I had a phone call. I forgot I soaked it for a while and I put my teeth in without rinsing. [Wrong technique in device usage process]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received denture cleanser (polident 3 minute) tablet (batch number 220f163g, expiry date 28th february 2023) for dental cleaning. On an unknown date, the patient started polident 3 minute. On an unknown date, an unknown time after starting polident 3 minute, the patient experienced accidental device ingestion (serious criteria gsk medically significant), feeling abnormal and wrong technique in device usage process. The action taken with polident 3 minute was unknown. On an unknown date, the outcome of the accidental device ingestion, feeling abnormal and wrong technique in device usage process were unknown. It was unknown if the reporter considered the accidental device ingestion, feeling abnormal and wrong technique in device usage process to be related to polident 3 minute. Additional information, adverse event information was received via call center representative on 13 october 2020. The consumer reported that "I use your polident, I had it soaking for a while. I had a phone call. I forgot I soaked it for a while and I put my teeth in without rinsing. I was worried about the phone call and I just put in my dentures. I sipped a bit of coffee. I want to know if there is any harm done? Im worried because I am not feeling that good."